Manufacturer narrative:
The device history records were reviewed and there was nothing found to indicate there was a mfg related cause for this event. This is the only complaint reported to date for this lot number. The sample was returned. The investigation is inconclusive, as the sample could not be functionally tested due to the poor condition of the returned device (detached hub). The definitive root cause could not be determined based upon available info. It is unk whether pt and/ or procedural factors contributed to the event.

Event description:
It was reported that the pta balloon would not deflate after the second inflation at 12 atm in the sfa. The proximal end of the catheter was cut and the balloon deflated. The introducer sheath was exchanged for a larger one and the catheter was retracted in its entirety without further incident. There was no reported pt injury.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the facility to obtain any information pertaining to the patient and procedural details (e.g. Date of the event, relevant test data, relevant history, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The facility was able to provide new patient and procedural information, which was updated in the appropriate sections. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.